Manufacturer narrative:
Event 1. This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 1. According to the event description: there were 4 different patients where the easypump was empty after 24 hours instead of 72 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event 1 this report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for batch 24b28gee11, there was no defect encountered during in process and final control inspection. Sample evaluation: received one sample of easypump ii lt 270-68-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 24b28gee11. Upon received, no solution was observed at the sample. Its filling port was closed with discofix cap, whereas its patient connector was not closed with wing cap. The clamp of the sample was not observed at the sample. Investigation results: final control flow rate report of affected batch 24b28gee11 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). No abnormality was observed from final control flow rate report as all samples were within specifications of ±15%. The received sample was weighed at 72.49g. The average weight of an unfilled easypump ii for this article is 75g (depending on the length of flow restrictor, pump can be more than or less than the average weight) and the retained volume should be 8ml. Therefore, the pump was emptied upon receiving. White crystallization residues was found inside the fluid pathway of the received sample. The clamp clip of received sample was released and left overnight. No flowing was observed. Blockage found at the flow restrictor area was due to white crystallization residues observed. Therefore, further investigation to determine the flow rate was not possible as the crystallization was not able to flush out from the flow restrictor as it is located inside the small lumen of microbore tube. Fast flow rate as per customer description could not be identified. Based on the customer description, "easypump was empty after 24 hours instead of 72 hours". Therefore, DHR of all related process was further reviewed. All potential root causes have been ruled out. No abnormality was observed during the production. However, the combination factors such as temperature, folded outer shell and external pressure might cause the sample to empty faster than its nominal time in actual application. Factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by (B)(4). For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately (B)(4) which means the flow rate will increase from 4 ml/hr to 4.72 ml/hr. Factor 2: folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Conclusion: fast flow rate as per customer description could not be determined due to blockage, therefore we consider this complaint as not confirmed. The blockage of the sample was due to white crystalized residues present inside the microbore tube of flow restrictor.